Event description:
User received an erroneous result on proficiency sample for pth. Initial result 13.7 pg/ml in 2008, expected value was 37-51 pg/ml. User repeated sample on the following month and recovered 35.5 pg/ml. The field service rep was unable to determine root cause, but checked the function of the analyzer. Performance tests were performed and within spec.